Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The mfg records were reviewed and no complaint related issues were found. The product eval visual inspection revealed that the gold cover was separated from the aiming arm, the rivets were not sent back. The inspection revealed that the diameters of the rivet holes are widened and out of specification. There were strong marks on the aiming arm, indicating excessive use. It was unable to be determined if the rivet holes are incorrectly manufactured or if they became widened by the excessive use of this instrument. Due to the rivets not being returned for investigation which makes a complete determination of the malfunction cause impossible.

Event description:
It was reported that during an im rodding rt. Case, the surgeon was inserting the helical blade and noticed that the insertion guide fell apart. The locking mechanism and gold cover basically lost the set screws and came apart. Procedure was completed successfully and with no extra time. This event did not affect the pt. No broken pieces were in the pt.